Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was broken and could not be assembled. Because of this, the device was not used on a patient. Examination of the received device on (B)(6) 2016 found one of the snap pins was broken and had detached.

Manufacturer narrative:
(B)(4). Date of initial report: 10/05/2016. Date of follow-up report: 11/03/2016. One used ls3092 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection found one of the snaps on the jaw was broken and missing, which may cause difficulty assembling the device. Review of the device history records for this lot found no potentially contributing factors. Snap damage can be caused by misaligning the snaps during assembly or by multiple assembly attempts. The investigation identified the root cause of the reported event to be misuse. The instructions for use included with this product lists measures for proper assembly.